Event description:
It was reported that noise was observed on the ventricular channel. As a result, the patient received hv therapy. Lead damage suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.